Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the control board was faulty, causing the image to occasionally blackout. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor had an occasional black screen. The issue was found during preparation for a diagnostic gastroscope procedure. Procedure was completed with a similar device. Patient was not under anesthesia when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "images are sometimes blacked out" was caused by a printed circuit board failure. Olympus will continue to monitor field performance for this device.